Event description:
Pt was admitted to reporting facility on (B) (6) 2010 with intractable nausea, vomiting and abdominal pain. On 02/13/10, suspect medical device was inserted into superior vena cava by way of the basilic vein in the pt's right arm. Post device placement radiology studies done on (B) (6) 2010 and (B) (6) 2010 showed a 4 cm long wire in pt's right upper pulmonary artery. Pt was not exhibiting any new symptoms or change in condition post placement of device. On (B) (6) 2010, pt was taken to special procedures where an interventional radiologist was able to access the pt's right common femoral vein and utilize a gooseneck snare to remove the wire. The procedure was performed under conscious sedation. There were no apparent complications from the procedure performed in special procedures. Pt remained hospitalized until (B) (6) 2010 for treatment of her admitting diagnosis, not for anything related to event being reported.

Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. Chr showed no other similar product complaint(s) from this lot number.